Event description:
It was reported the pt was not receiving a reduction of their pain symptoms for an unk length of time. The pt is reportedly introverted. During a replacement of the pump, the catheter was found to have come out of the intrathecal space. A mechanical complication was also noted (unspecified). The drug used in the pump was a mixture of fentanyl, bupivicaine, baclofen and dilaudid. The concentration was 10,000 mcg/ml at a dose of 500 mcg/day. The concentration of baclofen was 50 mcg/ml. Following the replacement of pump and catheter the drug used in the pump was changed to only fentanyl 6,369 mcg/ml.

Manufacturer narrative:
Both the pump and catheter were returned to the MFR for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.